Manufacturer narrative:
On 1-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # pc-001610497

Event description:
It was reported that there are tears in the primary packaging of a thermocool® smart touch® sf uni-directional navigation catheter. There was no physical damage to the outer box or packaging, only immediate packaging. There was no damage to the device due to any part of the packaging being damaged.

Manufacturer narrative:
On 16-aug-2024, an internal review of the reported event was performed and it was determined there is no evidence that there was a device sterility issue. The initially reported event and the additional information received does not imply the sterilization was compromised nor the pouch was open and there was no report by the customer of having a sterilization concern. As such, this event has been reassessed as not reportable. Manufacturer's ref. # (B)(4).